Manufacturer narrative:
D4 - model # vticm5_13.2 corrected to vticm512.6. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/1.0/091 (sphere/cylinder/axis) implantable collamer lens was explanted on (B)(6) 2023 for an unknown reason and the backup lens was implanted. If additional information is received a supplemental medwatch report will be submitted.